Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however, the device history record was reviewed and no non-conformance or reworks were noted during the manufacturing process that relate to the reported issue.

Event description:
It was reported during a mitral valve (repair/ replacement) maze procedure, the surgeon performed bilateral pulmonary vein isolation with an emt1 clamp. He also performed other lesions with the clamp and cryo3 on both the left and right atrium. At the end of the procedure as the patient was being taken off pump, bleeding was observed from the area of the left superior pulmonary vein. The patient was placed back on cardiopulmonary bypass. A tear of the left superior pulmonary vein was observed suture repair was completed and the patient was again taken off of cardiopulmonary bypass. Persistent bleeding was observed and the patient was placed back on cardiopulmonary bypass. The left atrium was reopened and additional suture repair was done endocardially around the left pulmonary veins. The patient was hemodynamically stable and that the patients neurological status was being closely monitored.